Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported that patient underwent total left knee arthroplasty on an unknown date. Subsequently, patient underwent a manipulation procedure on (B)(6) 2015 due to a lack of range of motion. It was further reported that the decreases range of motion resulted from patient non-compliance. No further information has been provided.